Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The device involved in this MDR could not be interrogated; reportedly during the follow-up performed on (B)(6) 2011, although several attempts to establish telemetry connection by varying device's position and angle and changing heads and programmers, no telemetry was possible. Nevertheless, the device paced at 96 min-1 when magnet was applied. As the patient is not pacing-dependent, the physician scheduled a follow up in 6 months only.